Event description:
It was reported by a neurologist that a vns patient was having increase in seizure due to "vns generator malfunction." Manufacturer representative followed up with the physician and was not able to successfully interrogate the patient's device; however, the same programming system worked without issue on a patient seen later that day as well as on a demo generator. Physician referred the patient for surgery for prophylactic generator replacement. Further good faith attempts to obtain more information were unsuccessful.